Manufacturer narrative:
(B)(4). This is a report of use error, where the care giver disconnected solution bags and switched the lines connecting to them, reusing the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the care giver reused a single use product during peritoneal dialysis therapy on the homechoice device. The patient was connected at the time of the event. During troubleshooting, the care giver stated that they had switched the connections between a dianeal bag and an extraneal bag during therapy, re-using the same cassette. The technical services representative reviewed proper procedures with the care giver and assisted in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.